Manufacturer narrative:
Without the return of the product, no definitive conclusion can be made regarding the clinical observation. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that 7 months post implant of this aortic bioprosthetic valve, the patient presented with shortness of breath. The physician successfully replaced the device valve-in-valve with a medtronic transcatheter valve due to central regurgitation. The patient tolerated the procedure well with no further adverse patient effects.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.